Event description:
It was reported that the pt underwent a plf at l4-5 using rhbmp-2/acs with polylactic/ glycolic acid on the right side, and iliac crest autogenous bone on the left. Pedicle screw instrumentation was used for fixation. Two years and three months after surgery, the pt died of heart disease.

Manufacturer narrative:
(B) (4). Literature article citation: katayama et al. Clinical and radiographic outcomes of posterolateral lumbar spine fusion in humans using recombinant human bone morphogenic protein-2: an average five-year follow-up study. International orthopedics 2009; 33: 1061-1067. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.